Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds, decreases in sensing amplitude as well as loss of capture on the right atrial (ra) lead channel. Technical services (ts) was consulted and further evaluation and lead revision was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the health care professional (hcp) opted to increase the pacing output. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds, decreases in sensing amplitude as well as loss of capture on the right atrial (ra) lead channel. Technical services (ts) was consulted and further evaluation and lead revision was recommended. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds, decreases in sensing amplitude as well as loss of capture on the right atrial (ra) lead channel. Technical services (ts) was consulted, and further evaluation and lead revision was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the health care professional (hcp) opted to increase the pacing output. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has been returned.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in extended position. Visual inspection found dried blood/tissue around the helix. Deformed coils from the terminal end was also noted. Subsequent, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis it was noted that the set screw marks were located at the front end of terminal pin pointing to improper insertion depth into header. Based on the position of the set screw marks at the tip the device would not deliver therapy as the lead would not make contact with the spring contact in the header. It was likely the set screw was backed out, the lead was repositioned, and the set screw was not re-engaged. There is no evidence of a second set screw mark. The lead may have backed out of the header over the implant period. This may have been a contributing factor to the electrical issues.

Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds, decreases in sensing amplitude as well as loss of capture on the right atrial (ra) lead channel. Technical services (ts) was consulted, and further evaluation and lead revision was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the health care professional (hcp) opted to increase the pacing output. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.